Event description:
The pt reportedly uses the suspect device to check blood glucose. Pt stated that on two separate occasions pt experienced hypoglycemia reactions and lost consciousness from over medicating self based on the suspect device results. Pt has been taken to the ER and given dextrose IV's for both events. Pt doesn't remember the details and test results. Both times pt was treated and released after about three hours. Pt reportedly took double the dose of oral meds. The suspect device was replaced with new product and authorized for return to the MFR for eval.